Event description:
Fifteen months following intraocular lens (iol) implant surgery, a surgeon reported he observed a white circular foreign body on the anterior surface of an iol. When the patient had been seen at nine months postoperative, there was no problem noted with the iol. The foreign body seems to be moving, fixed to the lens but not the rhexis. The foreign body is in the visual axis of the patient. Additional information has been requested.

Manufacturer narrative:
Product evaluation: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Sample is pending receipt. Root cause: root cause has not been identified. It will be reassessed upon sample receipt. Additional information has been requested. (B)(4).